Event description:
An implantable pulse generator (ipg) system was returned from an unknown source with no information. Information identified in the manufacture's data base indicated the patient died approximately one month post implant of the ipg two years ago. A cause of death has been requested and not be received. Follow up revealed the patient refused to see any physicians for follow up after the device was implanted.

Manufacturer narrative:
Evaluation summary: (B)(4): the device was returned and analyzed and no anomalies were found. The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Manufacturer narrative:
Evaluation summary: (B)(4): the proximal segment of the lead was returned, analyzed and no anomalies were found (B)(4): the proximal segment of the lead was returned, analyzed and no anomalies were found (B)(4): the device was returned and analyzed and no anomalies were found. The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.